Event description:
Three endeavor sprint rx drug eluting stents were implanted during the index procedure, one in the 2nd obtuse marginal, one in the prox lcx and one in the left main. Approx 1 day post index procedure, the pt suffered gi bleeding. The pt was hospitalized approx 9 days later, presenting with gi bleed resulting in anemia. The pt was transfused, given protocrit and discharged the following day. The investigator has stated that this event was not related to the device or index procedure, the pt taking aspirin and prasugrel at the time of the event. Approx three months post index procedure, the pt presented with chest discomfort caused by anemia secondary to gi bleed, cardiac biomarkers and EKG were normal. Pt had an upper gi endoscopy and did not stop the study medications. The investigator has stated that this event was not related to the device or index procedure. Pt was discharged three days post event. (Ref MFR # 9612164-2011-00361 and 9612164-2011-00363).

Event description:
Additional information received reported that the patient received a transfusion during the second previously reported gi bleed event. This gi bleed event occurred four months post index, and not three months as previously reported. Clinical events committee have adjudicated that an arc definition myocardial infarction occurred on the day of the index procedure.

Manufacturer narrative:
(B)(4).